Event description:
It was reported that the insulin pump sounded a buzz when the backlight feature was used. The customer stated that the issue occurred for about a week. She did not know the blood glucose reading. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The unit makes slight noise when backlight is activated; however, this is a normal occurrence. No unexpected backlight noise was noted. The unit was received with a cracked case at the display window corners, reservoir tube, reservoir tube lip and liquid crystal display window. The unit was also received with minor scratches on the display window.